Event description:
Consumer called to report her daughter feeling low. Tested on her meter and read 101. Child went into a seizure and was transported to the hospital. Thinks the meter should have read lower.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.